Event description:
It was reported that the physician punctured the subclavian vein and inserted via a 9f introducer the 6947 lead. When the helix was screwed into the tissue, the sensing values were at 2mv. The helix was retracted and the lead repositioned with better sensing, but 'not good' thresholds. It was also reported that the lead was repositioned again and the impedance was at 1700 ohms. X-ray images showed that the helix was not extended, so the physician decided to extend the helix out more. Impedance decreased to 585 ohms. There was no injury seen, but the sensing was not stable; therefore, the helix was retracted and the lead was removed. No further patient complications were reported as a result of this event. The device was not implanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): distal conductor distorted, with helix bent and blood on the helix; the analyst noted that the helix will not retract or extend due to the distorted coil in the connector and the helix is extremely stretched; full lead returned and analyzed.